Event description:
On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis featuring the c3 delivery system and two gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unk date, a computed tomography angiography revealed a distal type I endoleak with the possibility of a distal type ii endoleak. The physician suspected the device has migrated downwards. No reintervention has been performed the physician is monitoring the pt. Further info was requested.

Manufacturer narrative:
Additional info along with images of the event were requested. A review of the mfg records for the device is being conducted. Further info will be provided.